Manufacturer narrative:
The product associated with this complaint investigation, was made according to specification. No previous investigations are available. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No samples were received for evaluation. A photo was received and reviewed that depicts the dressing not adhering to the patient. This photo confirms the complaint issue of the mass not adhering. No additional information can be determined. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on april 14, 2016, (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
It was reported the dressing was lifted only two hours after the initial application. No patient complications were reported as a result of this event.